Event description:
Voluntary medwatch received states that the right atrial (ra) lead exhibited pacing inhibition due to lead impairment. No intervention was reported. The patient had no adverse consequences.